Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Fse (field service engineer) was dispatched and on 07-dec-2016 installed new sys, syl, rheodyne valve. Replaced 6way rotary valve, sample loop, sampling needle. Ran multiple precisions, results good, ran controls, results good, let instrument sit for extended period of time, reran controls, results good. The most probable cause of the reported event was an excluded sample loop.

Event description:
On (B)(6) 2016 the customer reported low total area with their hlc-723g8 analyzer, on the first sample of the day. On (B)(6) 2016 the customer phone called and they stated that they are still having an issue with low ta (total area) for the first qc (quality control) cup run in the morning. States that both qc dilutions are done exactly the same in both sample cups for the qc material. Ts (technical support) instructed them to make a fresh qc sample for both levels and re-ran qc for ta. States that both qc samples in the cup appear to be equal in color density, next they reversed the exact same qc samples that were just run and ran them in reverse order for ta but the error still persists. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.